Manufacturer narrative:
The suspect device was not returned for evaluation. However, the account provided a video of the device involved in the alleged event. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
It was reported that during the hemodynamic monitoring of a patient, the pressure monitoring set was found to be leaking fluid at the arterial line. No patient injury to report.